Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that about 1.5 years after implant the patient was in the ER to rule out a potential brain aneurysm. Nevro had attempted to obtain additional information regarding the nature of the brain aneurysm but was unsuccessful. There have been no reports of further complications regarding this event.